Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned device consisted of a sterling balloon catheter with an unidentified snare, guide sheath and 2 guidewires. Device analysis determined the condition of the returned device was consistent with the reported information. The balloon and shaft were examined. Inspection revealed the balloon material was scratched with a complete circumferential tear. The distal end of the balloon was pulled over the distal tip of the device there were no irregularities in the balloon material that could have contributed to the tear. Product analysis confirmed the balloon was torn. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a wallstent had been implanted in the carotid artery and the stenosis was still present. The stenosis was post-dilated at the end of the distal stent using the 6.0mmx30mmx135cm sterling monorail balloon. The balloon burst and could only be removed from the patient by using a lot of force. Once the balloon was outside of the patient, it was noted that it was torn in two parts. The procedure was completed with a different device and the patient was stable.

Manufacturer narrative:
Patient year of birth: 1954. (B)(4).

Event description:
It was reported that a wallstent had been implanted in the carotid artery and the stenosis was still present. The stenosis was post-dilated at the end of the distal stent using the 6.0mmx30mmx135cm sterling monorail balloon. The balloon burst and could only be removed from the patient by using a lot of force. Once the balloon was outside of the patient, it was noted that it was torn in two parts. The procedure was completed with a different device and the patient was stable.